Manufacturer narrative:
Dr. Informed the boston scientific sales rep that, the pt is no longer in urinary retention. The pt's symptoms had resolved within 48 hours of insertion of the catheter. The device lot number was not provided; therefore, the device history records could not be reviewed.

Event description:
Boston scientific corp informed bioform medical about a physician who reported a pt that went to the emergency room, approx one week after the coaptite bulking procedure. The pt was found to be in urinary retention and a foley catheter was inserted into the bladder. The pt was released from the ER.